Manufacturer narrative:
Failure analysis investigation of the returned instrument found that the main tube had deep scratches/gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately .036 - .008 in length and not aligned with the tube. The damages to the instrument found during the failure analysis investigation do not constitute a reportable event; however, the reported malfunction if to recur could likely cause or contribute to an adverse event.

Event description:
On (B)(6) 2013, intuitive surgical, inc. (Isi) received the thoracic grasper instrument from the hospital in a damaged condition. No information concerning the defect(s) were provided to isi.